Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; further described as ¿droplets next to the elastomer pump¿. The issue was observed during preparation. There was solution outside the balloon and also outside the elastomer pump. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between september 30, 2022 - october 4, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed fluid inside the device bottle and also inside a bag that contained the device which suggested leak. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.